Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 45 mg/dl. Customer's other blood glucose value was 110mg/dl. The customer was treated with carbohydrate. Customer declined trouble shoot for the low blood glucose. The device was not expected to be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event.